Manufacturer narrative:
The customer indicated that a false negative architect b-hcg result of < 1 miu/ml was generated with lot 49915ui00. No patient sample or reagent was provided for investigation. Testing was performed using retained in-house file samples of architect total b-hcg lot 49915ui00 and panel material to evaluate the ability of the architect total b-hcg reagent to provide accurate results. Panel material is used to mimic patient samples. All validity and acceptance criteria met package insert specifications and assay parameters demonstrating the ability of the assay to provide accurate results in a portion of the dynamic range. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A review of the certificate of analysis for reagent lot 49915ui00 shows that the lot is performing within the specifications and found to be acceptable. A review of all non-conformance reports and deviations associated with lot 49915ui00 and all associated sub-lot numbers demonstrated that there have been no known quality issues in relation to this product since manufacture. The architect total b-hcg reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) result of < 1 iu/l was generated. Another sample was obtained and a result of 933 iu/l was generated. The original sample was repeated and a result of 600 iu/l was generated. There was no report of impact to patient management.